Manufacturer narrative:
The picco catheter was immediately replaced and the issue was resolved. It was stated that the blood leakage was less than 100 ml. The defective part was not returned for investigation. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to leakage from distal end of picco catheter. Overall, investigations did indicate that the device failed to meet its specification when the event occurred. A relationship between the device and the complaint is therefore considered as likely. Upon the complaint occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. In general a monitoring technology is considered as diagnostic aid, but not directly used for diagnosis or treatment. Event site telephone: +011(086)18370678095

Event description:
It was reported that after insertion, it was discovered that during the puncture procedure, bleeding was observed at the distal end of the thermodilution catheter. No harm to patient was reported. Manufacturer reference #(B)(4).